Event description:
One patient with an anti-lea failed to react with vs399 cell I. Panel (lot not available) clearly showed anti-lea. Peg screen using another manufacturer's reagents also showed anti-lea.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. There are no similar complaints against this lot of product. (B)(4).